Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the system controller¿s black power cable was not confirmed. The reported event of atypical power cable disconnect, low voltage, and no external power alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 09feb2025 ¿ 10feb2025 were reviewed. The log file captured intermittent power cable disconnect, low voltage advisory, and low voltage hazard alarms that were not associated with routine power source exchanges or routine battery depletion from (B)(6) 2025 at 15:42:26 to (B)(6) 2025 at 21:53:44 due to the relative state of charge (rsoc) and bus voltages fluctuating, causing the voltage levels to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. Atypical no external power alarms were captured on (B)(6) 2025 at 21:52:40 and at 21:52:42 due to the white power lead being disconnected from power while the voltage levels on the black power lead were fluctuating. The system controller backup battery did not activate to support the system as one of the controller power cables was still receiving power during these atypical alarms. The log file also captured no external power alarm on (B)(6)2025 from 21:52:49 to 21:52:51 due to both system controller power cables being disconnected from power. The system controller backup battery supported the system during the loss of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if exchanging the controller resolved the issue and if any products would be returned for analysis; however, no response was received. The root cause of the reported damage to the system controller¿s black power could not be conclusively determined through this analysis. The root cause of the atypical power cable disconnect and low voltage alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarms was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a heartmate 3 controller exchange was performed due to wire exposure on the black power cord. Log files were sent for review, and the event log from (B)(6) contained unusual power cable disconnect, low voltage advisory, low voltage hazard, and loss of external power alarms. These types of alarms maybe related to the reported damage to the system controller lead. The pump itself appeared to have been operating within normal parameters. The event log from (B)(6) contained various alarms associated with the system controller swap. The pump appeared to reach the programmed set speed in the final line of data in the log file. (B)(6) would return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.